Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date: implant date provide is (B)(6) of 2015. Concomitant medical products: a 42500006202, persona knee system femur cemented posterior stabilized, lot 62970978; 42532007102, persona knee system tibial cement stemmed component, lot 63080427; 42522400711, persona knee system articular surface, lot 6285720. Product is currently in situ. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event with this being 1 of 4: a 0002648920-2017-00259, 0002648920-2017-00260, 0001822565-2017-02695, 3007963827-2017-00213.

Event description:
It is reported that the patient is experiencing pain and swelling after a knee arthroplasty procedure in (B)(6) of 2015. Patient is being tested for metal allergy. Attempts have been made and additional information on the reported event is unavailable.